Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model d1000. This product was used for the product code, and 501k. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a tego¿ connector that experienced breakage during use. The patient suffered a blood stream infection. It was reported that the silicone in the tego connector ruptured, which subsequently led to a bloodstream infection in the patient. It was also reported that the connector was replaced on (B)(6) 2025. Then, on (B)(6) 2025, when hemodialysis was initiated, the nurse noticed the connector had ruptured. The product had been in use for 3 days. Medical intervention was necessary, as the patient required hospitalization and a cvc replacement. Despite the incident, the patient is now stable.

Manufacturer narrative:
Received: one (1) used. List # 055-d1000, tego¿ connector; lot # 14071890. As received an blood residual and seal tear / collapsed was noted. No mating device was returned for evaluation. Complaint of holes / cuts / torn can be confirmed. The probable cause for seal tear/collapsed is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history lot review was performed and ncmr 27444 was found during the manufacturing however is not related with the condition reported by customer. Corrective actions are currently in process. Updated information in d9. Device returned to manufacturer on 7/29/2025.